Event description:
A malfunction alarm with code 0-0x277d was reported from an event that took place in ireland on (B)(6) 2021. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to the customer on how to reset the pump, including charging the pump, reloading the cartridge, and following a detailed reset procedure. There was no requirement for the device to be returned.